Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook (pch) instrument was engaged on the universal surgical manipulator (usm) when the instrument moved unexpectedly causing a laceration to the liver. The bedside assistant was attempting to place the monopolar cord onto the pch instrument. The bedside assistant reports the universal surgical manipulator (usm) was not flashing blue at the time of placing the cord onto the instrument, but the instrument was engaged inside the patient at the time. Due to the unwarranted movement of the pch a laceration to the liver occurred, causing bleeding. Estimated blood loss was 50ml. Cauterization to the laceration repaired the injury. The patient recovered well with no reports of postoperative complications. The surgeon reports there have not been any further reports of unexpected movement in their procedures since the event.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was unable to reproduce the reported problem. No trouble was found on the system. Based on the field evaluation, this reported event was not confirmed. An advanced technical review for the system associated with this event has been performed. A drift error occurred which can be indicative of un-commanded motion of the master tool manipulator (mtm), either when the surgeon let's go of the hand control during following mode or when external forces act on the arms of the robot during following mode. Based on the available data in the system logs as well as the information gathered from follow up, there is one possible scenario that may be indicative of unexpected instrument motion: master tool manipulator (mtm) drift error occurring while the surgeon is control of the permanent cautery hook (pch) instrument. If the surgeon was commanding the pch instrument at the time of the unexpected motion, guided tool change would not have been active during this point, therefore any external force acting on the arm (i.e. Plugging in an energy cable) on the robot could trigger unexpected motion. The da vinci xi surgical system in-service guide: operating room staff (1007573-09) was reviewed, which includes the following excerpt in section 9 under instrument insertion activity, and guided tool change activity, respectively: when using energy instruments, attach energy cables to the instruments before installing onto patient cart arm. Guided tool change is not active when placing an instrument where the endoscope was previously and vice-versa. Also, pressing any clutch button will clear memory and disable guided tool change. In the absence of guided tool change, always insert instruments under direct visualization of the endoscope.